Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument would not close all the way, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer reported the large hem-o-lok clip applier instrument would not close all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The issue occurred while the surgeon attempted to clamp down on a vessel or tissue bundle. The clip applier jaws remained static/not moving while being commanded by the surgeon. Site was not sure what type of clips were being used. They used a different clip applier to resolve the issue. The instrument was returned for analysis and no photographic images were available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument input disk / broken to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft. Additional observations not reported by site were also identified: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.